Event description:
It was reported to tyco healthcare/kendall on june 22, 2005 that a customer experienced a problem with our dental product. The customer alleges that upon opening the package, the needle broke off/detached prior to use.